Event description:
Customer tested 30.1 mmol/l on the mobile system; she was "almost going unconscious" and was responding. No treatment was provided at the school. The school's principal drove the customer to the emergency room. At the hospital she tested 1.7 mmol/l on a professional system. This result was obtained 30 minutes after the result of 30.1 mmol/l. Customer drank juice at the hospital and was given more juice a couple of minutes later. Customer stayed at the hospital from 3:00 pm until 9:00 pm. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.